Event description:
Customer reported a past low blood glucose (bg) event, with the lowest bg level being 34 mg/dl. Cause was not known. The event resulted in the customer losing consciousness. The customer's mother provided assistance by administering IV d50. The control-iq feature on the customer's pump was not turned on at the time of the incident. Customer was advised by technical support to consult with a healthcare professional to discuss potential factors affecting bg levels